Event description:
The hosp reported an aneurysm embolization procedure in the internal carotid artery (ica). The user complained that the device in question's coating was deplated near the tip of the catheter (approx 6cm from the tip, approx 1cm in length). The bridled structure inside the device in question was exposed, refraining the user from using the product further. The hosp reported that the pt had a subarachnoid hemorrhage (sah), that the procedure was completed with another device of the same type, and that there were no pt complications.

Manufacturer narrative:
The device in question was returned to boston scientific and is currently in process of evaluation. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant is found, a supplemental report will follow.